Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons was less responsive have to hit multiple times, longer louder and grinding noise on rewind. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump had reservoir cap was stripping and large air bubbles in reservoir area. Customer was declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind anomaly due to buttons not responding. Device received with cracked reservoir tube lip. (B)(4).